Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was an area of in-stent restenosis (isr) located in the mildly tortuous and severely calcified superficial femoral artery. Two 4.0mm x 15mm wolverine peripheral cutting balloons were selected for use. During the procedure, upon first inflation, the balloon ruptured at nominal pressure for 30 seconds. The device was removed using the normal method without any problem. The procedure was completed with another of the same device. No patient complications were reported and the patient was in good condition after procedure.

Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied to attempt to inflate the balloon and liquid was observed to be leaking from a balloon pinhole located at 2mm proximal to the distal marker band. The markerbands and tip section of the device were visually examined, and no issues were noted with the markerbands, blades or tip of the device. A visual and tactile examination of the hypotube shaft found no issues. No other issues were identified with the device.

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was an area of in-stent restenosis (isr) located in the mildly tortuous and severely calcified superficial femoral artery. Two 4.0mm x 15mm wolverine peripheral cutting balloons were selected for use. During the procedure, upon first inflation, the balloon ruptured at nominal pressure for 30 seconds. The device was removed using the normal method without any problem. The procedure was completed with another of the same device. No patient complications were reported and the patient was in good condition after procedure.

Manufacturer narrative:
(B)(6).